Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the day after placing the drain the hub of the drain was noted to be fractured. It is unknown if the drain was replaced and there were no adverse effects reported.